Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) was 48 mg/dl; contact did not know cause of low bg. Juice was consumed to address bg. Contact disconnected customer from the pump as the basal iq feature resumed insulin delivery which resulted in the bg lowering. Contact assumed pump would not resume insulin delivery until bg elevated to 80 mg/dl. Tandem technical support (cts) reviewed the basal iq function with the contact and the pump was found to be functioning properly. Cts instructed contact on how to use the temporary basal rate to suspend basal delivery when needed. Contact acknowledged pump was functioning properly.